Event description:
Boston scientific crm received info that this right atrial (ra) lead was surgically abandoned as it became dislodged. The ra lead moved to the ventricle and was capturing causing an irregular rate. As the ra lead dislodged due to the effects of dementia, the physician did not implant a new ra lead. No adverse pt effects have been reported.